Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that loss of power occurred during use. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found: the tamper seal was not broken or removed. The device was in used and fair condition. Review of the error history log did find evidence of the reported problem. The reported problem could not be duplicated. Ran the unit over a 24 hour period at 125 ml/hr rate and no issue could be found. Root cause was not able to be determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced main board for preventive measures.